Manufacturer narrative:
Additional information: b5, d4 and d5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages. The technician performed initial testing. The reported issue was confirmed. The root cause of the reported issue was found to be calibration was needed for inspiratory, expiratory times, peak inspiratory pressure, variable relief valve, and faulty silence button. The technician straightened the standoffs to correct the silence button malfunction and performed calibration.

Event description:
Additional information received on 09-aug-2021: this issue was found during testing. No patients were involved.

Event description:
It was reported that the device failed a calibration check.